Event description:
It was reported to philips that the system was not turning on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not turned on. Review of the system log file confirmed the frontal ippc malfunction. Upon troubleshooting fse found the patient database was full. To resolve the issue, fse replaced the ippc and the 2 image disks hdds and recreated the image store. The defective ippc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.